Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec-3890lk is available in the USA with a 510k number k131855. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd signal wire broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, our technician confirmed that the distal body broken, the angle wire play, the electrical pin connector corroded, the nozzle gluing missing, the bending rubber leak, the objective lens disinfections damage, and the segment worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout).